Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Bypass for patient with a bmi of 40. Was any issue with staple form noted during initial procedure? No. Please describe technique used to create jejunojejunostomy. Anastomosis latero-lateral with powered echelon 60 and gst reload 60w. What color reloads were used? White. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How many days post-op was bleeding identified? No bleeding, oozing of the staple line (jejunojejunal anastomosis) of gastric juice and bile. During reoperation, was site of bleeding identified? No bleeding, oozing of the staple line (jejunojejunal anastomosis) of gastric juice and bile. Were any issues with staple form noted? Oozing of the anastomosis line like a leak in a garden hose. What was done during the reoperation? Puncture of the infection (3 liters). Patient arrived in peritonitis and septic shock. How long after 2nd operation did patient expire? Date of the reoperation. What was the cause of death? Septic shock. Will an autopsy be performed? No. Is the surgeon correlating the patient death with use of device? Yes first use of gst and powered echelon.

Event description:
It was reported that the stapling didn't work properly during the jejunojejunostomy. Bleeding appeared some days after on that staple line and lead to severe complication. Patient came back to hospital days after and was sent to or. Surgeon saw intense and abnormal bleeding on the jejunojejunostomy. Patient didn't survived. The initial procedure was (B)(6) 2018

Manufacturer narrative:
Product complaint # (B)(4). Additional information received from conversation with surgeon: the patient developed a fistula at the jejunojejunostomy a few days after a roux-en y gastric bypass. The patient bmi was less than 45. A reoperation occurred but the patient died in the night following the second procedure from septic shock. The initial procedure took place on a monday and the reoperation occurred the following tuesday. The surgeon stated that it was not a difficult procedure and the patient was on a controlled diet, nothing the first day post-op then clear liquids on day two. No device issues were noted during the initial procedure but during the reoperation, he felt that the staples did not close enough, which caused leaking. There was no disruption in the staple line, but contents went out through it. The surgeon mentioned that this was his first new cartridge using the motorized stapler but prefers the feedback of the manual device.